Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose level and migraine on unknown date with blood glucose was 275 mg/dl. The customer was treated with the intravenous insulin. Customer declined to check air bubbles and leak. Customer stated that the cannula was bent. Customer did not allege insulin pump for under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use the minimed 670g system. The insulin pump will not be returned for analysis.